Event description:
It was reported via repair work order that the fowler was bent and could not lower due to a bent fowler weldment and bent fowler support link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.